Event description:
It was reported that on (B)(6) 2020, the patients heart mate ii driveline disconnected and the patient received a ventricular assist device (vao) exchange. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).